Manufacturer narrative:
Additional information: on 11-nov-2022, apifix was notified that the patient's revision surgery went well. No report of patient harm or complications was received. The device is being returned to apifix for further evaluation.

Manufacturer narrative:
Returned product analysis: the devices were received and evaluated at orthopediatrics, warsaw in. Photos of the device were taken. Polyaxial joints moved freely and no observable wear was observed. The pole was fractured around the mid-point of the pole, at the first tooth. Fracture was noted to have occurred post removal. There were no obvious manufacturing or design defects which contributed to the revision. Further analysis was not conducted as the device had an obvious failure mode of curve progression.

Event description:
Patient #: (B)(6) (pas #(B)(4)) index procedure was performed on (B)(6) 2021. On (B)(6) 2022, apifix was informed that that patient's implant has reached maximum extension, and the surgeon plans to put in a longer rod.

Manufacturer narrative:
Production process analysis: a review of the device history record confirmed that the device was manufactured and tested according to relevant procedures, and shipped according to manufacturer's specifications. User (surgeon and patient) information analysis: patient #(B)(6) (pas #(B)(4)) index procedure was performed on (B)(6) 2021. On (B)(6) 2022, apifix was informed that that patient's implant has reached maximum extension, and the surgeon plans to put in a longer rod. The surgeon provided xrays from (B)(6) 2022 and wrote 'that her implant, which was pretty short when we put it in has reached max extension. I think she has pretty good flexibility of the thoracic curve with side bending to the right. My plan is to put in a longer rod, further, distract the lumbar curve, and hope for the best.' Reoperation events are a known risk that was assessed and recorded by the product risk management file. The risk of curve progression has been assessed and found to be acceptable. The current rate for all relevant criteria (curve progression, insufficient curve correction, imbalance) is in line with the rate reported in the literature for this type of complication as described in the company's cer (clinical evaluation report). The risk has been quantified, characterized, and documented as acceptable within a full risk assessment apifix is closing this complaint, but will continue to monitor this 'failure mode'; complaint trending will continue to monitor per post marketing surveillance procedure. If any further relevant information is identified, the complaint file will be reopened and a supplemental medwatch will be filed.